Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that patient faced 2 infusion set occlusion events on 04-jun-2024. High blood glucose levels were treated with correction via pen. No further information available.

Manufacturer narrative:
Initial and final MDR 1917935 - MDR 3003442380-2024-15761 - device 2 of 2. E1: patient city: (B)(6). Patient country: brazil.